Event description:
Healthcare professional reported "rupture" and "exchange". Later healthcare professional reported "hole, non specific" and "capsules were seen to be densely calcified". This record is for the left side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture.